Event description:
It was reported that one week after implant, high thresholds and impedance issues were observed. An x-ray was performed and found that this right ventricular (rv) lead had dislodged. An rv lead revision has not yet been performed, no adverse patient effects were reported.

Event description:
It was reported that one week after implant, high thresholds and impedance issues were observed. An x-ray was performed and found that this right ventricular (rv) lead had dislodged. Additional information from the field indicated this rv lead was subsequently explanted. A new rv lead was implanted and no additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that one week after implant, high thresholds and impedance issues were observed. An x-ray was performed and found that this right ventricular (rv) lead had dislodged. Additional information from the field indicated this rv lead was subsequently explanted. A new rv lead was implanted, and no additional patient adverse effects were reported. This rv lead was returned to boston scientific for analysis.